Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) concomitant medical products: guide wire: sion blue, sion black, guide cath: autobahn. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The nc traveler device is currently not commercially available in the united states; however, it is similar to a device sold in the united states.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. A non-abbott guiding catheter and non-abbott guide wires were placed. Pre-dilatation was performed with a 1.5mm non-abbott balloon dilatation catheter (bdc). The 2.5x15mm nc traveler bdc was unpackaged without issue and prepped before use with no leak noted during preparation. The bdc met resistance with the patient's anatomy during advancement; however, the bdc was able to cross the lesion. During inflation of the bdc to pre-dilatate the lesion, the balloon ruptured at 14 atmospheres (atm) and the bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x15mm nc tenku bdc and non-abbott stent implant were used to successfully complete the procedure. There was no additional information provided.